Event description:
A home patient experienced a blood leak as soon as the patient was connected to the dialyzer. The patient's treatment was stopped and the patient continued their treatment in their local hospital renal unit. After dialysis, the patient was able to go home. There was no minor blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The sample has not arrived at the manufacturer for investigation yet.